Event description:
Initial (20-jun-2024): this serious medical device incident received via telephone refers to a male consumer who was activating the compound w nitro freeze + gelpads for the treatment of a plantar wart on his child. On the initial activation, the products cap cracked, and nitrous oxide leaked out of the applicator which then causing a burn to the reporter's arm and wrist. The consumer reported living in a high elevation, where items tend to be more pressurized. The product was delivered via amazon, where the shipping conditions are unknown. This case outcome is not recovered/ not resolved. Meddra version 27.0 expectedness: cold burn: expected device expulsion: unexpected accidental exposure to product according to the company reference safety information.